Event description:
Throughout the case the intelijet unit was pumping at an extremely high rate. The unit was recalibrated, but continued to have pressure problems. The unit was switched out and the surgery was completed without further difficulties.